Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient's pump was not used, which triggered a major alert. The patient was hospitalized on (B)(6) 2025 with hyperglycemia. The blood glucose level was 400 mg/dl at the time of hospitalization, and the patient was treated with insulin administered via drip infusion. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.